Event description:
A site's biomedical engineer reported the vertek arm will on longer tighten. The allegation was made outside the surgical arena and no pt was present.

Manufacturer narrative:
The event did not occur in the surgical arena and no pt was present. The returned vertek is well worn with nicks and scratches overall. The holding force test of the vertek failed. The arm should hold up to a force of 14 pounds but started to slip at 13 pounds. The reported failure has been confirmed.